Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. On the same day as the onset, the patient was hospitalized for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
Additional information/correction: the cause of peritonitis was previously ¿not reported¿ but upon follow-up, it was now determined to be due to colon perforation. The pd disposable is no longer suspect in the cause of the reported event of peritonitis. Treatment for the event was unknown. On an unreported date in the end of apr, pd catheter was removed, pd therapy was discontinued and hemodialysis (hd) was conducted. Should additional relevant information become available, a supplemental report will be submitted.